Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator was alarming due to a blower temperature high occurrence. The customer reported the unit was in use, but there was no patient harm reported. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilation operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse provided information for replacement of the blower.